Manufacturer narrative:
(B)(4). Results: stent deformation. Calcification at site of prolapse likely responsible for the event. Conclusions: calcification at site of prolapse likely responsible for the event.

Event description:
The physician implanted a 2.5 mm diameter x 22 mm length resolute integrity rapid exchange (rx) drug-eluting stent to treat a lesion in the proximal rca. The device was inflated to 16 atms. Post deployment angiogram showed significant tissue/plaque prolapse through the stent. The ivus confirmed this and balloon post dilatation was performed, then another resolute integrity stent deployed within this stent. No other clinical sequelae were reported. Cine image review: review of the ivus images observed that there was significant tissue/plaque evident mid stent and from this concluded that prolapse or gapping occurred during post dilatation.